Event description:
It was reported on (B)(6) 2016 that during a sleep study the patient demonstrated apnea every two minutes, consistently. It was reported that the patient is overweight, but the apnea was occurring every 2.25 minutes and they were not helped by using a c pap, so they believe that vns may have something to do with the apneas. The signal frequency was decreased from 30 hz to 20 hz. Diagnostics are within normal range. The plan is to re-order the sleep study and if the apneas persist they will pause vns with the magnet and retest. No additional relevant information has been received to date.